Manufacturer narrative:
Related voluntary medwatch form: medwatch mw5146426.

Event description:
It was reported that pocket redness, systemic infection, vegetation and pocket erosion was observed on the right ventricular (rv) lead. The rv lead was explanted.